Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left side my have perforated tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("perforation of you're having pain on that side"). The patient was treated with surgery. Essure was removed. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: perforation fallopian tube, pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.